Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user fell and the ilet pump fell with them, resulting in a broken screen that would not unlock and prevented a supply change while the user was out of insulin. Symptoms included no reported changes in blood glucose. Outcomes included user education on shutdown procedures, data sync to the mobile app prior to return, continuation of cgm use with the dexcom app or receiver, and shipment of a replacement device with instructions to return the original within one week. Investigation included complaint intake, troubleshooting, and user guidance. Investigation of this case revealed physical damage to the display component consistent with impact during a fall, rendering the user interface inoperable and preventing normal use. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to accidental impact.